Manufacturer narrative:
The concorde lift convex cage was returned for evaluation. Visual inspection did not reveal any damage to the device. Mechanical testing was performed and the device functioned as intended. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. A root cause analysis was not performed as the device performed as intended. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a plif case, the surgeon successfully placed the first of two concorde lift expandable cages. This cage was inserted, fully expanded and packed with dbx through the inserter outer sleeve (driver shaft and tether removed, as directed per stg). The second cage was inserted, fully expanded and packed with dbx. The surgeon says the two cages were implanted identically. When verifying placement with a lateral x-ray 5-10 seconds, the surgeon noticed the second cage was collapsed. At this point the outer sleeve was already disconnected, so the surgeon removed it with a general instrument, without difficulty. The surgeon then put in a third cage successfully. A member of the si team was present during the surgery. He has the implant; he will send the implant along with the instrumentation to the complaint handling unit. No intra-operative x-rays were saved. Pictures of the implant are attached. This is how the state of the cage immediately post-explantation, with the wedges disconnected from the endplates, nearly off of the actuator shaft.